Event description:
It was reported that (1) device was used during a gastrectomy. It was reported by the affiliate that the tlc75 instrument did not properly staple the tissue and there are 6 staples inside the load. There was no consequence to the pt.